Event description:
It was reported that during routine device change out procedure, upon interrogation the right ventricular lead exhibited high capture threshold due to fracture. The lead was capped and replaced. The patient was in stable condition after the procedure.